Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a scheduled generator change. During the procedure, the physician opened the pocket and noticed that the tissue was discolored, almost black. It was noted that the some of the substance was taken out of the pocket and it was a rubbery nature. In addition, there was right atrial lead noise to which was noted insulation deterioration. The device was explanted and replaced, and the right atrial lead was repaired with a suture sleeve. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to user concerns. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.